Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on 4/12/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed scarce amount of viscoelastic in the cartridge. There were no damages or errors observed on the assembly. The lens was observed stuck in the cartridge tip. Lead haptic not folded was observed. The reported issues were not verified. Based on the analysis product quality deficiency could not be determined. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable as lens was not fully implanted. If explanted, give date: not applicable as lens was not fully implanted. Therefore not explanted. (B)(4).

Event description:
It was reported a pcb00 21.5 diopter monofocal lens would not advance while attempting to insert the iol into the operative eye. The lens had patient contact. Sutures were required. Via follow-up the customer confirmed the lens was not fully inserted as the lens was out of injector but would not inject properly and therefore not fully inserted. The procedure was completed with another lens of the same model and diopter. Reportedly, the patient was doing fine when leaving the facility. No further information was provided.